Event description:
Report received of a pt experiencing a seizure while the device was in use. The pump was programmed to deliver demerol 10mg/ml in the continuous plus pca mode with a continuous rate of 10mg/hr, a pca dose of 30mg every 6 mins with a 4-hr limit of 300mg. According to the customer contact, the pt experienced a seizure in 2000. The pt was resuscitated and placed on a ventilator overnight in the ICU. Details of the resuscitation were not available. The customer contact reported that the neurologist that examined the pt felt the pt had a seizure due to receiving too much demerol as it was prescribed. The customer contact reported that the pump functioned as intended, and there was no pump problem. The pt was discharged from the hosp in 2001 with no reported long-term effects from the event. The pump will not be returned for testing and investigation. Though requested, no further info was available.